Event description:
The initial reporter received questionable elecsys anti-tshr immunoassay results from 14 patient samples tested on the cobas e411 rack. The reporter stated that the (B)(6) 2024 initial results were reported outside of the laboratory and that complaints on (B)(6) 2024 prompted the rerun of the patient samples. Please refer to the attachment (B)(6) in the medwatch for the table containing the examples of questionable results.

Manufacturer narrative:
The reagent lot number is 769258 with an expiration date of 31-may-2025. The field service engineer (fse) inspected the analyzer and found low pressure in the sample/reagent (s/r) probes and sipper wash. He cleaned the water filter, valve, and sipper pipe. He checked the adjustments and positions of the gripper, the sipper, and the s/r pipette. He verified repeatabilities by a blank cell. He also verified the voltage of the s/r probe. He performed a precision check. The investigation reviewed the 16-aug-2024 and 14-sep-2024 calibration data and the results were within specifications. A general reagent problem was not present. The investigation determined the event was consistent with the low pressure in the s/r probe and sipper wash. The specific cause of the event could not be determined.